Event description:
It was reported to boston scientific corporation that during a stent placement procedure, the sensor guidewire was inserted into the ureter catheter, and there was friction when it was advanced inside the catheter. When the physician tried to advance the stent over the guidewire, the stent was unable to advance. The physician could not remove the stent and the guidewire, although he withdrew the devices strongly. The stent was separated at the ureter side, the coil of the guidewire was unraveled, and the tip of the guidewire was still inside the stent. The physician cut the ureter side of the stent longitudinally to remove the guidewire. No fragment of the guidewire fell into the patient. The stent did not buckle or kink, but the pigtail of the stent completely detached. The physician successfully removed the entire guidewire and the entire stent from the patient. Reportedly, the physician kept the stent wet during the procedure. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
A review of the manufacturing records for the lot numbers of the returned stent and guidewire showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris ultra ureteral stent revealed that the distal end of the stent was detached. The detached end was not returned. The distal end of the returned fragment was ripped 3 cm from the detached end. The proximal end was "bumpy" to indicate the stent had buckled/accordioned. There was a tear on the proximal end of the returned fragment. The fragment was ripped and the suture was present and attached to the suture hole on the stent. The proximal end of the returned .035" sensor guidewire was inserted into the stent; however, the wire would not pass through the distal end of the stent because it was occluded by the black hydropass end of the broken sensor wire. After it was dislodged, the returned sensor guidewire passed freely through the stent. The stent inner diameter meets the component specification. Per the event information, the defect was identified inside the patient while introducing the device during the procedure. It is plausible that, while loading the stent onto the guidewire, the distal end of the guidewire got caught on something in the stent inner diameter. Continuing to insert the guidewire caused it to fold over inside the stent. Once the guidewire became folded onto itself inside the stent, the guidewire became lodged and required significant force to remove it from the stent. It is not possible to determine the amount of force it took to remove the guidewire, but it is likely the hydropass end of the guidewire detached as a result of the force encountered. The proximal end of the stent became ripped and buckled during the process. The returned sensor guidewire was examined and anomalies were observed on several sections, where the coating was severely scraped (peeled). The flat outer coil was elongated and unraveled at 137 cm from the proximal section. Additionally, the urethane section located in the distal tip was returned in two parts; it was detached completely from the corewire, exposing the corewire tip. There was no corewire fracture. The device appears to have been pushed or pulled against resistance. It is possible that the procedure and possibly clinical factors contributed to the friction felt during the guidewire advancing, causing the coating damage and the separation from the urethane tip section, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Operational context contributed to this event.

Manufacturer narrative:
Complainant state/prov is (B)(6). Complainant postal code is (B)(6). Complainant country is (B)(6). Complainant phone is (B)(6). Complainant fax is (B)(6). (B)(4) - detachment if device component.

Event description:
It was reported to boston scientific corporation that during a stent placement procedure, the sensor guidewire was inserted into the ureter catheter, and there was friction when it was advanced inside the catheter. When the physician tried to advance the stent over the guidewire, the stent was unable to advance. The physician could not remove the stent and the guidewire, although he withdrew the devices strongly. The stent was separated at the ureter side, the coil of the guidewire was unraveled, and the tip of the guidewire was still inside the stent. The physician cut the ureter side of the stent longitudinally to remove the guidewire. No fragment of the guidewire fell into the patient. The stent did not buckle or kink, but the pigtail of the stent completely detached. The physician successfully removed the entire guidewire and the entire stent from the patient. Reportedly, the physician kept the stent wet during the procedure. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good".